Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter remains implanted; therefore, a sample evaluation could not be performed. Images were returned for evaluation. Image review: ivc filter type is confirmed to be a bard simon nitinol filter. The umbrella is open, but the legs are unexpanded. There is no labeling on either of the images, including the elapsed time between the two images. Additionally, no relevant anatomical landmarks are visible to aid in assessing the position of the filter or potential anatomical factors for the issue. Another filter was deployed directly above the simon nitinol filter. Based on the images provided, the complaint can be confirmed for failure of the filter legs to open. Conclusion: the device was not returned. Images were provided. Based on the film review conducted, the complaint investigation is confirmed for failure of the filter legs to open. Details of the filter deployment were not provided. Following the deployment instructions in the IFU is important for proper filter release. It is unknown if patient and/or procedural factors contributed to this event. However, definitive root cause is unknown. The current IFU (instructions for use) states: filter delivery: continue forward movement of the pusher wire until the filter advances to the radiopaque marker on the distal end of the introducer catheter. Note: with the filter positioned between the radiopaque markers of introducer catheter, the proximal end of the pusher wire handle should be positioned at the touhy-borst cap of the y-adapter. Filter release/deployment: firmly hold the pusher wire handle with right hand note: do not delivery the filter by pushing it beyond the end of the introducer catheter. Instead, unsheath the stationary filter by withdrawing the introducer catheter. With the right hand held stationary, the left hand draws the y-adapter and storage tube assembly back completely over the handle, uncovering and releasing the filter.

Event description:
It was reported that the filter failed to open upon deployment. Reportedly, the filter's umbrella opened; however, the filter legs did not open. A competitor's filter was deployed above the first filter via a jugular approach. There was no report of injury to the patient.